Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was frayed but not fully broken. The instrument passed the electrical continuity test. The complaint regarding a loose conductor wire was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had black conductor wire. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage or anything out of the ordinary identified. The issue was identified during the rectal procedure being performed. The damaged observed was a loose black cable. There was no loss of cautery associated with the broken/loose cable. There were no signs of thermal damage at the site of the breakage and no arcing observed during the procedure. It is unknown if there were any instrument collisions that occurred during the procedure. The damage did not result in any fragments falling into the patient. Patient demographics were not provided.